Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a out of box monitoring voltage in storage of 3.03 volts. The box label was 3.25 volts. It was reported that the device had been in a cold environment, but has been at room temperature for several hours. The caller was asking what the next step was. No adverse patient symptoms were reported as this device was not implanted yet.